Manufacturer narrative:
(B)(4). The pump was received with a back light anomaly on display( dark screen). Problem isolated to electronic assemblies. Unable to confirm pump error due to back light anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error alarm. Customer was able to clear the alarm and able to complete rewind. Self-test passed. No harm requiring medical intervention was reported. The device will be returned for analysis.